Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 253 (mg/dl) in the morning. Reportedly, contact stated that this was a normal bg level for the customer, and that the customer administered a bolus to address the bg level. It was also reported that a malfunction alarm occurred and the pump stopped all insulin delivery later in the day. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.